Event description:
It was reported that the left ventricular lead impedance was high. The lead connector was cleaned and reattached to the device, and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.